Event description:
It was reported that while loading the promus stent system onto the unspecified guide wire, the catheter tip broke off from the rest of the catheter and the catheter shaft broke into two pieces. The device did not enter the patient anatomy. Another promus stent system was used to complete the procedure. There was no adverse patient effect. (B)(4).

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Tip detachment prior to use can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation of the catheter, or interaction with a guide wire. To help ensure that the tip damage is not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including at the point that the protective sheath is placed on the stent. In addition, as part of product release testing, a sampling of units is destructively tested for tip tensile force. Shaft separations are often attributed to ductile overload at a kink. Kinks or bends in the shaft can lead to weakening of the stent delivery system material such that subsequent application of force or further handling can cause a separation. To help ensure that the reported shaft detachment is not the result of a manufacturing deficiency, all stent delivery systems are 100% visually inspected and a sampling of units is destructively tested to verify lumen integrity. In this instance, it is possible the distal tip may have been kinked during insertion of the guide wire, causing resistance during the attempt to advance the guide wire. The removal of the sds from the guide wire may have resulted in the tip stretching and ultimately detaching. Further, the hypotube may become kinked during removal from the packaging or during product preparation; however, based on the reported information, this cannot be confirmed. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. In this case, a definitive cause of the tip and shaft separation cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.